Manufacturer narrative:
The mitraclip was implanted and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as resistance was noted during lock line removal. (B)(4). It was reported that on (B)(6) 2020, a mitraclip procedure was performed. The clip delivery system (cds0502 90809u187) advanced to the mitral valve and mitraclip grasped without reported issues. Reportedly, during lock line removal, approximately 20-30 centimeters of lock line was removed with resistance was encountered. One end of the lock line was entangled with another end, possibly creating a knot and the lock line was not moving. Standard troubleshooting was performed and the lock line was safely removed. The clip remained stable ad well seated, at the intended area. No treatment was required and there was no adverse patient sequela. The event resolved without sequela that same day. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, while the difficulty to remove the lock line (physical resistance/sticking) appears to be the result of the reported knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. Na.